Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a13. Customer's blood glucose was 145 mg/dl. The customer was assisted by rewind and reprogramming. The customer stated the alarm occurred 1 time. The customer was not stored for a period of time. The customer removed battery for 5 min/2 hours. The customer was advised to self-test and not ok. The customer was advised that the pump will be replaced. The customer was verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty connector on interface board. The insulin pump was unable to perform displacement test and self-test due to blank display. Unable to verify alarms due to blank display. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump had moisture damage on all electronic assemblies noted.